Event description:
It was reported that the standard impactor fractured in the final thread, the fractured portion remained in the implanted femoral stem.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for investigation. Photo evidence provided was reviewed and found insufficient evidence to confirm the reported breakage condition. No evidence provided could confirm the tip was left on the patient. The reported condition was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.